Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported to the biomedical engineer, by the anesthetist, that the unit shut itself down, with the comment that this "posed a dangerous situation if the patient had been unattended." No pacing output was also indicated. Staff intervention avoided any problems. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis could not duplicate the initial report. It was also noted that the upper case was broken and the side bail covers were broken.